Event description:
It was reported that the handpiece began to run on its own intermittently during a surgical procedure. There was a three minute delay in procedure while the unit was replaced. The procedure was completed and there were no reports of any adverse consequences.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but the reported condition of the device running on its own could not be confirmed. Based on the investigation details the bearings and trigger were replaced. The device was returned to the customer.